Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the peritonitis one day after the onset of peritonitis. The patient was treated with ciprofloxacin injection (100 mg), amikacin injection (125 mg), and heparin injection (1000 iu continuous) (frequencies not reported) for peritonitis. At the time of this report, the patient was reported to have recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not available and the lot number is unknown, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.